Manufacturer narrative:
Concomitant medical products: 4598 lead, implanted (B)(6) 2015; 5867-3m adaptor implanted (B)(6) 2015 evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to systemic infection with lead vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.